Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on the valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. ¿ brown particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, " "capsule was thin, and smooth, but it had constricted significantly."

Event description:
Healthcare professional reported a right side deflation and "capsule was thin, and smooth, but it had constricted significantly compared to the left". Device has been explanted.